Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), product type: catheter. Upon device return, analysis found that the pump under infused at maximum rate only. The root cause was undetermined. (B)(4).

Manufacturer narrative:
Correction: the analysis print report indicates that the pump was delivering dilaudid.

Event description:
The device was returned with no information.